Event description:
Found peritonitis on re-examination (2008) in region where floseal was used one month prior during a surgery. Additional info received on 26-aug-2008: during a follow up discussion with laura, who is dr. Elgis' nurse the following info was obtained. This is a 40 year old female, initials p.r. Who underwent a diagnostic laparoscopy the month prior to original month. During this procedure, biopsies were taken of the left uterosacral ligament. Floseal was applied via disposable endoscopic applicator for hemostasis. No mention is made in the operative notes if excess floseal was irrigated following bleeding control, nor amount of floseal used. One month later (original date), the pt was scheduled for a laparoscopic assisted vaginal hysterectomy with possible left salpingo-oophorectomy, possible bilateral salpingo-oophorectomy. Upon initial laparoscopic examination, severe adhesion formation was noted and abnormal tissue growth. Biopsies were taken of the abnormal tissue and adhesions were lysed. No further surgery was conducted at that time. Pathology report on the biopsies showed granulomatous tissue. The pt spoke to dr. Elgis this past weekend and is concerned about sudden weight gain. Dr. Elgis is trying the get the pt to come back in for evaluation, however she is seeking a second medical opinion.

Manufacturer narrative:
Baxter medical director assessment: follow-up info speaks for excessive postsurgical adhesion formation after previous laparoscopy in which floseal has been applied with the use of a disposable laparoscopic applicator. Adhesion formation is now a known reaction pattern to the application of floseal. In contrary, the experimental use of floseal in spinal surgery has even demonstrated the opposite: prevention/reduction of adhesion formation (miyamoto, k., inoue, n., okuma, m., muehleman, c. & an, h.s. (2006). Anti-adhesion properties of a thrombin-based hemostatic gelatin in a canine laminectomy model: a biomechanical, biochemical, and histologic study. Spine, 31(4), e91-7). Given previous reports of potential association of inflammatory reactions (a cause of adhesions), foreign body reactions, granuloma and postoperative adhesion formation after the use of floseal in conjunction with the disposable floseal endoscopic applicator (which triggered a recent recall of this application device because of residual metal particles) we can exclude a contribution of floseal and cannot rule out a contributing effect of the applicator. Nevertheless, one needs to keep in mind that adhesion formation is a highly frequent complication of laparoscopic gynecologic procedures, in the absence of any use hemostatic adjuncts. Recall information: please know a recall of this product has already been initiated. A recall has been initiated as a precautionary measure due to discoloration of the floseal material noted in six (6) non-medical complaints (two reports being of the same case). The initial investigation of the complaints noted that the cleaning process associated with the over-molded stainless steel sleeve, contained in the floseal endoscopic applicator, toxicology analysis for the discoloration of the floseal product was conducted. The analysis revealed presence of metal particulate matter in the discolored floseal product. Additionally, the metal particulates were identified as chromium, iron, and nickel. However, the measured levels of these metals in floseal were noted to be lower than the toxic dose cited to cause a tumorogenic and /or inflammatory-type reaction. A comprehensive investigation is currently being performed to further realize and document the root cause of this issue. An internal product hold was placed on the disposable floseal endoscopic applicator globally. Additionally, an on-site supplier assessment has also been completed by baxter. The need for recall was communicated to the FDA under baxter in 31-jul-2008. A CAPA was initiated to address and track all corrective actions. As part of the short-term action a production and release protocol has been initiated and approved to resume production as well as begin distribution. A 30-day notice PMA supplement for floseal endoscopic applicator was submitted to the FDA on 19-sep-2008. The submission will add an additional cleaning and inspection procedure at the contract vendors (quan/astropak) and an inspection procedure at the baxter facility to provide enhanced assurance of control during the mfg process. There are no changes in device design specifications or changes to current labeling of the floseal endoscopic applicator.